Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "e334" occurred, the temperature inside the video processor increased and "the safety mechanism was activated." There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Reproducibility is unknown because the device has not been returned from the facility. However, according to the technician on site, the temperature in the device was too hot. Therefore, the emergency lamp moved forward. Also, the cv-170 has accumulated a lot of dust, which got removed by the facility technician. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
Additionally, the customer reported that the defect only occurred between procedures, when the lamp of the device was running. No patient was involved.